Event description:
Follow up information received reported that the patient did have surgery. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported elective replacement indicator (eri) was showing on the device. It was noted the patient turned up the rate and they believed it "caused the stimulator to reach eri sooner." Revision is planned to replace the stimulator that is at eri and they may also replace the other stimulator. It was also noted a revision on the right side was being done due to a lead migration. Follow up noted the patient was scheduled for surgery but it had to be rescheduled due to illness. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received confirmed that the ins was replaced due to being at end-of-service (eos) and that the lead was revised to capture the pain pattern on the patient's opposite side. The patient was reported as doing well.